Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance data from the device showed the lifetime ventricular sensing integrity counter was 21 and this count appeared to occur during implant procedure. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that at the end of the device implant procedure, the patient received inappropriate therapy while the physician was suturing the pocket. The device had oversensing which withheld pacing. Therapies were turned off and the patient was put back on a temporary pacemaker. Upon inspection of the device, the physician noticed blood in the header. The manufacturer representative and physician contacted technical services which said this issue may be due to the grommet. The device was explanted and replaced the same day. No further patient complications were reported as a result of this event.